Event description:
One of the collars embedded within the screw cutouts in the plate came out while being mounted to the vertebra. Another collar was determined to be loose and could potentially become dislodged.====================== manufacturer response for orthopedic plate, biomet spine======================they confirm the problem and want to analyze the device.